Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with vaginal hysterectomy, cystocele repair with uphold kit, cystoscopy and rectocele repair with mesh due to uterine prolapse, fourth degree cystocele and third degree rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh mid-urethral sling, excision of vaginal foreign body (eroded vaginal mesh) and cystourethroscopy on (B)(6) 2012 due to erosion. It was reported that patient underwent excision of eroded vaginal mesh, mesh sling revision and cystourethroscopy on (B)(6) 2012 due to erosion. No additional information was provided.